Manufacturer narrative:
The device remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Moderate to severe paravalvular leak (pvl) improved to mild pvl after valve in valve. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse effects were reported. Medtronic will continue to monitor for similar incidences.

Event description:
Medtronic received information that during the implant of this 31mm transcatheter bioprosthetic valve ((B)(4)), there was moderate to severe paravalvular leak (pvl). A second 31mm valve ((B)(4)) was placed lower which reduced the pvl to mild. No adverse patient effects were reported.